Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed 10 injections were performed on the date of the event. System notices had occurred indicating that the safety system has detected a compromised outer vacuum (# (B)(4)) and the refrigerant level is too low (# (B)(4)). Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 3 injections. A performance test did not show any system notice. System notice (# (B)(4)) could be related to an intermittent electrical signal from the test auto-connection box or a test electrical umbilical cable. A dissection showed that the guide wire lumen kink 1.5690 inches from the tip of the catheter. The catheter failed the performance test due to kink on guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.